Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device gave a reading of 15. It was reported that they noticed that the adhesive on the ribbon portion of the sensors were coming apart and the wiring was exposed. It was also reported that they tried four sensors and the fifth sensor had a reading of 57. There was no patient injury.